Event description:
It was reported that the programmer's cursor displayed random movement. It was noted that the software was unable to be updated. The programmer has been returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer exhibited random cursor movement. The programmer failed touch screen debug procedure unexpected/poor response to finger touch was observed during operator interaction with touch screen - this condition was corrected by performing emi repair. Analysis could not confirm that the programmer was unable to be updated, reconfigured hard drive as a preventative. Inspected circuit boards and mechanical parts. Reloaded and updated software. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.